Event description:
The customer reported to philips that the device had "no voice". This was clarified by the philips field service engineer (fse) to mean there was no audio. The customer reported that there was no patient involvement. The device was not in clinical use.